Manufacturer narrative:
Plant investigation: no sample was returned and therefore a physical evaluation could not be performed. Photos and clinical data were provided. The provided data of partial pressure oxygen (po2), oxygen saturation (so2), and hemoglobin (hb) of arterial and venous blood samples respectively was taken into consideration. According to the provided data an oxygen gas transfer of 251 72 ml o2 / minute was calculated (blood flow of 8.5 l/min given by a photo of the console display). This oxygen transfer rate value is out of specifications, but it must be noted that the measurement of the oxygen transfer rate was performed under laboratory conditions. In the present case, a hemoglobin value of only 9.7 or 9.5 g/dl is indicated which has a negative effect on the o2 binding capacity of the blood. Under these conditions, an o2 transfer rate of 251.72 ml o2 / min is probably acceptable. Also considering the fact than an o2 saturation of 100% could be achieved in the post oxygenator blood, it can be assumed that the performance of the oxygenator was sufficient. However, in order to make a final assessment of the performance of the xlung, other important parameters such as transmembrane pressure would have to be included in the calculations. An obstruction of gas transfer is generally possible due to coagulation-related deposits on the membrane surface which could have been noted in an increase of the trans-membrane pressure. A review of the manufacturing records and no irregularities or evidence of a non-conformance were found. A definitive conclusion could not be established without the physical sample returned for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between ECMO support utilizing the novalung ECMO machine with the 230 xlung kit and the event of decreasing arterial blood oxygenation, evidenced by abg laboratory testing. It is well established that critically ill patients undergoing ECMO are at high risk for transient thrombosis, blood loss and poor response to oxygenation due to underlying pathology or the physiological strain of ECMO itself. Additionally, covid-19 poses an increased level of difficulty in extracorporeal oxygenation therapy due to the formation of emboli in distal lung spaces. Due to the short time that ECMO has been utilized for covid-19, the efficacy of this modality is unknown. Due to the unavailability of the xlung kit and the unknown effects of ECMO support in the pathology of covid-19, the cause of the patient¿s oxygenation deficiency cannot be determined at the time of this clinical investigation. Based on the available information, an allegation of a deficiency in the xlung oxygenator exists, yet there is no objective evidence indicating a fresenius/ xenios device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse event.

Event description:
It was reported that a patient on extracorporeal membrane oxygenation (ECMO) on the novalung ECMO machine experienced decreasing arterial blood oxygen (pao2) upon initiation of ECMO. There was an inferred allegation this event was due to low efficiency of the xlung oxygenator in the initial reporting. It was reported that the efficiency of the oxygenator was very low just after start ECMO run. Hypercapnia was better but oxygenation was very low despite 7.0 l/min ECMO flow (9000 rpm) and 15l fresh o2. Blood gases measurement and photos of the x lung are as an appendix. ECMO was changed after approximately 2 hours to maquet rotaflow (non-fresenius device) with much more better oxygenation efficiency. Patient was fully anticoagulated with heparin. The x lung was stored but was later discarded and therefore unavailable for evaluation from the manufacturer. Upon follow up with the doctor of medicine (mudr.), it was reported this patient was cannulated and placed on ECMO support following an oxygenation insufficiency and respiratory failure due to complications of covid-19. The patient was fully anticoagulated with heparin with an activated clotting time greater than 300 seconds. The patient was being treated with the antiviral remdesivir (route, dose and frequency unknown) and ECMO settings were veno-venous support at 9000 rpm that produced a flow of 7l/min and 15l/min oxygen sweep gas. Arterial blood gases (abg¿s) taken after the initiation of ECMO presented with a pao2 of 87 mmhg which began to fall to pao2 levels of 70 mmhg and eventually to 38 mm/hg with successive abg¿s. Two hours after the initiation of ECMO, the decision was made to replace the xlung oxygenator with a maquet rotaflow ECMO machine (not a fresenius/ xenios product) which produced increased oxygenation efficiency and resulted in a abg pao2 of 97 mmhg. Arterial blood carbon dioxide levels remained within normal limits throughout this course. There was no report of clots in the vascular cannulas, oxygenator circuit or pump. There was no report of serious injury as a result of this event, yet it was stated that oxygenation would continue to decline if the device was not changed. The patient expired the following day due to complications from an intracranial bleed while on ECMO support from the maquet rotaflow ECMO machine.